Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 326mg/dl. The customer changed their pump supplies, delivered a correction bolus via the pump and administered a manual injection to address the bg level. The customer declined troubleshooting to determine a possible cause for the elevated blood glucose levels.